Manufacturer narrative:
Concomitant medical products pxc121400j/15330712, plc181000j/15432978, pla320400j/15227790. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Rlt311413j/15577185 = (B)(4); pxc121400j/15330712 = (B)(4); plc181000j/15432978 = (B)(4); pla320400j/15227790 = (B)(4).

Event description:
On (B)(6) 2017, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis featuring c3® delivery system. No issues were identified. The patient tolerated the procedure. On (B)(6) 2017, a post-operative follow-up imaging identified an endoleak of indeterminate origin. The cause of the endoleak was reported to be unknown. On (B)(6) 2017, the patient underwent a coil embolization procedure of the right internal iliac artery, and then contralateral leg component and a bare metal stent were additionally implanted to extend the right leg distally to repair the endoleak of indeterminate origin. It was unknown if the endoleak was resolved. The patient tolerated the procedure.